Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial and clear surgical residue on product. Visual inspection found haptic bent and deformed, the haptic was caught with the lens vial. There was foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, implantable collamer lens, -4.5 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was exchanged for a longer length lens due to observation of low vault and the problem was resolved.